Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l info will be provided within thirty days of receipt.

Event description:
During a standard percutaneous procedure to the right renal artery, there was resistance encountered while inserting the palmaz stent delivery system (sds) into the brite tip guiding catheter. The physician proceeded to reach the target vessel and the stent began migrating on the sds and dislodged. The products were used in an animal testing of a domestic pig (60 kg, desexualized male). The palmaz sds was inserted through the right femoral artery. The brite tip sheath introducer was used for the procedure. After stent dislodgement, another 8f sheath introducer was inserted through the left femoral artery. The inner lumen of the sheath was transformed not to fit tightly because of the thickness of the pig's skin. A new sds was inserted into the 8f-guiding catheter through the 8f sheath introducer and the stent was implanted in the left renal artery. The compatible guiding catheter size for the product is not recommended specifically in the product description, but 8f guiding catheter was used based on clinical procedure. This size combination (8f guiding catheter and 8f sheath introducer) was also used in pre-testing. The product will be returned.